Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose of 435 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer was advised to prime to purge out air bubble. The customer stated that the blood glucose came down to 426 mg/dl at the time of call. The insulin pump will not be returned for analysis.